Manufacturer narrative:
Senior field service specialist (sr fss) visited the site after the event and received a z stepper error message. He checked the system error log and noticed that they got a z stepper warning (B)(4) times on (B)(6) 2016 and (B)(4) times on (B)(6) 2016. In a follow up service visit he found z stepper out of position. He performed update on z offset calibration and cut the gel to check. No problems were found. He looked at the encoder and found it was drifting. In the next service call he repositioned the encoder and replaced stepper motor and driver, calibrated system and tested it. System meets all abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during treatment surgeon experienced a case of vertical gas breakthrough. He reported there was one spot the gas seemed to be traveling vertical and he converted patient to photorefractive keratectomy. Surgeon reported that he noticed the gas in the previous (B)(4) eyes but he was able to lift the flaps and excimer laser were completed. No patient interface is being returned.